Manufacturer narrative:
Analysis was performed by remote clinical support (rcs) personnel which included remote support. Rcs discussed the issue with the customer who indicated they knew the measurement was incorrect but did not understand why. The customer was trying to understand the test results in relation to the pacemaker and wanted to know how the software generates, creates, and places pacing spikes, especially when there's premature ventricular contractions (pvc). The rcs explained the results and provided information regarding st/ar algorithm application notes that explain how it works. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a lack of understanding on how the st/ar algorithm functions for paced patients. The issue was resolved by providing information regarding st/ar algorithm application notes that explain how it works. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that the mx40 is showing r on t pacing, and he knows this is not correct. The device was in use on a patient at time of event, there was no adverse event reported.